Event description:
Reportedly, the original procedure was performed in 2004 for a ventral hernia repair. The surgery was performed laparoscopically using mesh and the protack tacking device. The pt re-entered the hospital 8 days later (unknown which) with a distended abdomen. A reoperating was done 2 days later at which time the tacks were seen to be straightened and the bowel compromised with sharp edges. The abdomen was heavily inflamed. The pt remained intubated for approximately 1 1/2 weeks and 2 more surgeries occurred to clear the peritonitis. The surgeon stated acute, heavy and persistent coughing of the pt post operatively after the first surgery most likely caused the tack breakdonw. The surgeon stated some tacks were straightened and other tacks popped out and were floating in the belly, other tacks remained intact in the fascia having ripped through the mesh.